Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and high, out of range impedance were observed. The patient was asymptomatic. Lead replacement is scheduled for next month.

Event description:
New information received notes that the lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.